Event description:
It was reported that there was a slit noted in the white backstop of the healon endocoat prior to injecting it into the patient's eye on (B)(6) 2013. While injecting, the white backstop gave way causing the cannula to slip off and causing a tear in the patient's posterior capsule and the nucleus to fall. The doctor indicated that he did not have the safety guard on during use of the endocoat. The patient was referred to a retina specialist where a vitrectomy and lensectomy were performed on (B)(6) 2013. The patient was doing fine one day post operatively.

Manufacturer narrative:
(B)(4). A review of retain samples was reviewed and there were no observations of cracked backstop on retained samples. Record review of the manufacturing and backstop component characteristics were conducted to ensure product was manufactured and released within required specifications. Manufacturing record review determined there were no deviations or any comments regarding backstop crack. The root cause of this incident does not appear to be related to the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The healon endocoat was sent to the third party manufacturer for investigation. The healon endocoat syringe was received with the cannula and backstop connected. The cannula guard was not returned with the assembly. A crack on the backstop was observed as indicated in the initial complaint report. The backstop was still intact and was properly placed on the syringe. It was observed that the label position allowed for a slight interference with the backstop. The visual evaluation of the returned product confirmed that after use, the backstop was cracked. The status of the backstop prior to use could not be confirmed. No other complaints from the field have been reported for this issue. Batch record review determined components were inspected, evaluated, and accepted per lifecore specification. This investigation was not able to identify a material or syringe assembly related cause. The diameter of the syringe was found acceptable. There were no changes in the raw materials and the lot history review indicated that the lot met the product specification. There were no other field complaints. Cracked backstops are highly detectable during lifecore routine handling and inspection processes. Lifecore manually inspects 100% of product for damaged backstops after syringe assembly. Review of the complaint database indicated that the report of a cracked backstop is an isolated event in the field. No changes have been made to the handling, manufacturing process, or raw materials that would contribute to this occurrence. No further actions are warranted at this time. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - lensectomy all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.